Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the physician switched on ventricular inhibited pacing for the patient's pacemaker post implant still in the procedure room. However, it took longer than expected to activate, even though reprogramming had occurred and conduction was intact. There was ventricular pacing even though ventricular inhibited pacing had been switched on. The delays were longer than conduction. Eventually, the ventricular inhibited pacing started working. The patient was stable.